Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional six devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with seven proglide devices was attempted in the right common femoral artery via a 6fr sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, with all 7 proglides, the suture did not capture and came out with the device. The sheath was upsized to a 16fr and the aaa procedure was completed. A cut down was performed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram or other imaging was not taken prior to the procedure. No additional information was provided.